Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer cannot recall blood glucose reading. Troubleshooting was not performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm compromised force sensor system alarm or perform the displacement test, prime/compromised force sensor system test, occlusion test and no delivery test due to motor error alarm. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.